Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and marcaine (bupivacaine) at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had issues with her pump since implant. When the pump was connected to the tubing there was not cerebrospinal fluid (csf) and the pump and catheter were connected anyways. The pump was not really working after implant. The patient had surgery and the catheter was moved and csf was in the tubing so surgery was closed. The patient was still having issues with the therapy. There were no volume discrepancies. The patient could tell the days when the pump was working and the days it was not. The patient was not feeling like she should. She had 2 surgeries since having the pump implanted. When the patient would get a refill her thigh would go numb and she would get a terrible headache that would not last that long. When the patient slept lying flat she would see little spiders all over the place. She felt really drugged. The issue while she slept happened twice so since then she sl ept sitting up. Seeing the spiders had happened at the time of refill as well. The patient had 2 mris (magnetic resonance imaging) and one CT (computed tomography) scan and the doctor said it was probably the tubing that was causing the issues. The patient had a dye study and they concluded something was wrong with the catheter. The patient had been waiting for workman's comp approval for one year to have surgery. She was having surgery to replace the catheter in (B)(6) 2018. The patient had a winter and summer dose but did not know the dose/concentration. The patient asked about a drug holiday to see if she needed the pump. She asked about ketamine in the pump, field actions, when her pumps were implanted, medications in the pump and studies related to marcaine in the pump. No further complications were reported.